Event description:
I am a consumer of the abbot libre 3 cgm. It continuously loses signal failing to read my blood glucose. This is a dangerous potentially life-threatening situation. Customer service suggested closing the app to fix this. This is not a solution for a dangerous situation.